Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was 4.9 mmol/l. The customer's wife stated that her husband's pump has been eating batteries very fast for the past 24 hours. The wife stated that she saw a power error detected alert on the pump. The wife stated that through the night, they kept getting alarms and kept changing the battery. The wife also stated that her husband had low blood glucose readings while on the pump. The customer was advised to remove the aa battery and monitor the notification light. The customer was advised to call back in 4 hours if the alert happens again.